Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when attempted to inflate the balloon on a laparoscopic totally extraperitoneal hernia repair, a hole in the balloon was found. It was also stated that the balloon did not inflate. They pulled the defective balloon and opened up another device and continued with the case without issues. There was no patient injury.